Event description:
During the maintenance phase of targeted temperature management (ttm) for the patient, the thermogard hq console (sn (B)(6) displayed tcmid:08 (coolant temp low) error messages on march 24, 2026. The issue occurred after about one day of use. The customer repeated power off and reboot several times to resolve tcmid:08, but tcmid:08 was not resolved. The customer has thermogard xp consoles also, so the customer used a tgxp console for the patient. Planned ttm was completed. No health injury reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the customer reported complaint the thermogard hq console (sn (B)(6) displayed tcmid:08 (coolant temp low) error messages was confirmed based on event log data review. The root cause of the tcmid:08 was most likely related to poor cable connections to the pic16 circuit board. Further investigation revealed slight charring on the p22 and j21 connector, likely as a result of the connector terminal not being fully inserted. The pic-16 wire harness assembly was replaced to resolve the issue. The event log review indicated 13 tcmid:08 error messages around the event date, thus confirming the reported complaint. After the data download was completed, the console was powered off. Since the downloaded data confirmed the customer complaint, the service technician did not operate the device any further. The blue wire connecting the p22 and j21 connectors was not fully inserted. Alternatively, it is possible that some pulling force had been applied. As a result, slight charring was observed on the connector. The pic-16 wire harness assembly was replaced to remedy the reported complaint. The functional test was performed after the repair was completed. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard hq console with sn (B)(6).